Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy module pcb assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service indicator on their device is present and the device has logged event codes in the memory. There was no patient use associated with the reported issue. Upon evaluation, physio-control observed that the device is unable to charge and prompts a "disarming" message. As a result, defibrillation would not be possible, if it necessary.